Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample of a 5 r powerpicc catheter was provided for evaluation. The catheter is shown within patient use and a syringe containing a clear fluid is attached to the red hub. The syringe is shown to aspirate air and leak fluid near the extension tubing. The characteristics of the damage could not be clearly inspected from the video provided. Based on the information provided, possible contributing factors include sharp instrument damage and mechanical damage to the tubing. Since a leak appeared to be present near the extension tubing, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that at installation, clinician observes powerpicc red lumen leak at IV infusion and aspiration. No other information was provided.

Event description:
It was reported that at installation, clinician observes powerpicc red lumen leak at IV infusion and aspiration. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refr0428 showed no other similar product complaint(s) from this lot number.